Event description:
During surgery, the 4x8 accu-sorb x-ray detectable gauze pads were noted to be shredding fibers. The unused sponges were removed from the sterile field. This is a concern for patient safety.======================manufacturer response for xray detectable gauze pad, accu-sorb x-ray detectable usp type vii gauze (per site reporter).======================central processing reported this to medline and medline was going to open up a complaint report.